Event description:
It was reported that the rigid endoscope telescope tip was damaged. The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the tip damage was likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.